Manufacturer narrative:
The reported event involved discrepant anti-hcv results for two patient samples tested on a cobas e 411 analyzer (serial number: (B)(6). The investigation determined that the anti-hcv ii assay performed within specifications. Calibration and quality control data were reviewed and found to be within the expected ranges. However, the calibration count for calibrator 1 at the customer site was higher than expected. For the first patient, the investigation was limited as the sample material was not available. Testing of a subsequent sample revealed a large clot in the vial. The elecsys result could not be reproduced during internal testing, and the immunoblot result was indeterminate. No final assessment could be made for this sample. For the second patient, the sample material contained gel-like material. Internal testing with the elecsys assay yielded a borderline result (0.91 coi), while the immunoblot result was negative. The elecsys result was considered a false positive, consistent with the assay's specificity as described in the method sheet. The investigation did not identify any critical issues with the analyzer or reagent. The reagent kit in use was replaced, and the new kit demonstrated good performance upon calibration. The root cause of the reported discrepancies could not be definitively determined. The device remains in operation at the customer site.

Event description:
The initial reporter alleged discrepant results for two patient samples tested with the elecsys anti-hcv ii assay on the cobas e411 rack analyzer. For the first patient, on (B)(6) 2023, an hcv negative result (0.275 coi) was obtained on the cobas e411 analyzer, while another laboratory reported an hcv positive result using a chemioluminescence method and an indeterminate recombinant immunoblot assay (riba) result (only ns3 present). On (B)(6) 2023, another laboratory reported an hcv-positive result and an hcv rna negative result for a sample collected on (B)(6) 2023. On (B)(6) 2023, a new bleeding sample tested hcv positive (1.48 coi) on the cobas e411 analyzer. For the second patient, an hcv positive result was obtained on (B)(6) 2023, while a subsequent test on (B)(6) 2023 yielded an hcv negative result on the cobas e411 analyzer.